Manufacturer narrative:
H10: the actual device was not received and therefore, could not be evaluated. However, one (1) companion sample, in an unopened pouch, was received for evaluation. A visual inspection was performed with the naked eye with no issues noted. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an ultra set disposable disconnect y-set had a connection issue; further described as ¿the product would just keep turning and not connect.¿ this occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the event occurred on an unspecified date in 2023, reported as "over the last few weeks." Should additional relevant information become available, a supplemental report will be submitted.